Event description:
Event description guidant received information that this implantable lead exhibited a low shocking impedance of <20 ohms during a routine device changeout for normal battery depletion. This observation was made during defibrillation threshold (dft) testing, of which failed to convert the patient, requiring an external shock. A guidant technical services (ts) consultant discussed replacing the device and lead, as the low shock impedance may have damaged the replacement device. The decision was made to cap and abandon the leads, and replacement leads were implanted without reported complication. Measurements on the lead prior to the changeout were within normal limits.